Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) and the auxiliary video board (avp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The ec was analyzed and the complaint was confirmed by failure analysis. The ec was found to have electrical and fiberoptic defects leading to error 417. The avp was analyzed and the complaint was confirmed by failure analysis. The avp was found to have electrical and fiberoptic defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure on the right power supply in the ec.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure the customer experienced a power issue with the vision side cart (vsc). Initially, the screen appeared fuzzy upon startup, prompting the user to power cycle the system and cycle the breaker in an attempt to resolve the issue. However, upon attempting to power the system back on, a loud pop was heard from the vsc, and the system failed to power on. The procedure was aborted to another dv system with no patient involvement.